Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 299 mg/dl on their blood glucose meter. The consumer's daughter administered 8 units of insulin to her mom who subsequently experienced a hypoglycemic event which did not require medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use as instructed in our directions for use. The meter in question will be returned for eval.